Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming and difficulty retrieving data can be confirmed. The returned system controller serial number (B)(6) was in used condition. Visual inspection revealed faded serial number label and multiple kinked areas on both power cables. Further evaluation revealed inner conductor breakdown in both power cables. The wires which represent the communication lines were also affected which has the potential to result in the reported communication issue. The data log file was retrieved and contained events recorded from time stamp of day 142, 8 hours and 0 minutes to day 146, 18 hours and 11 minutes where multiple speed reductions (including 0 rpm) below low speed limit were recorded. The events were accompanied by elevated power levels and decreased voltages. The associated voltage levels suggested that these events occurred while the controller was connected to a power module. In conclusion, the reported difficulty retrieving data from the system controller appeared to be related to the conductor breakdown confirmed in both power cables; however, the investigation did not identify a correlation between the system controller and the atypical speed reductions (including 0 rpm) while connected to a power module (related manufacturer reference number: 2916596-2023-00065). During the investigation there was an incidental finding of fluid ingress. The power cables outer insulation was removed, and a green substance was confirmed in both cables. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing or quality assurance specifications. Patient handbook rev. D and operating manual rev. F cover all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual rev. F. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an unknown alarm on the system controller. There was an attempt to interrogate the system controller but there was no success. The system controller was exchanged, and the alarm resolved. The serial number was not able to be read on the exchanged system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an unknown alarm on the system controller. The system controller was exchanged. The serial number was not able to be read on the exchanged system controller.